Manufacturer narrative:
The customer canceled the service call. No further repair or service information is available.

Event description:
The customer reported that the 9900 system would not save the images. No patient injury was reported.